Event description:
The customer reported that device dating from 2008 no longer has an apnea alarm after 20 seconds. It was unknown if the complaint device was in clinical use or not at the time that the issue was discovered. There was no adverse event or patient harm reported.